Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non specific product performance anomaly. A new lead was successfully implanted. Other than the intervention no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non-specific product performance anomaly. A new lead was successfully implanted. Other then the intervention no adverse patient effects were reported. Additional information received detailed that this rv lead was surgically abandoned due to low out of range pacing impedance measurements lower than 200 ohms.